Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexibility ablation catheter was received for evaluation. Visual inspection revealed a bend in the distal tip. Functional testing revealed electrode 1-2 read as an open circuit. Further investigation revealed the shaft was torn consistent with the open circuit and fractured conductor wires. The electrode ring was removed which revealed the catheter shaft was torn in the location of the bend causing conductor wires 1 and 2 to be fractured. Per the IFU, excessive bending or kinking of the catheter may cause damage to the catheter. Manual pre-bending of the distal curve can damage the steering mechanism and may cause patient injury. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture is consistent with damage during use.

Event description:
This report is to advise of an event noted during analysis revealed a fracture in the catheter.